Event description:
It was reported during follow up surgical intervention was undertaken wherein the patients ipg's were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 3006705815-2021-00235. It was reported the patient did not charge the ipg's as recommended. Asa a result the ipg's became inoperable. Surgical intervention may be pending to address the issue.